Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient reported that he went to the emergency department at 01:30 am because of the leak from the catheter. When the patient arrived at the dialysis unit, registered nurse and the writer checked the leak from the catheter and found a hole in the middle of the catheter. The attending nephrologist and renal fellow doctor were notified with order to cut above the hole of the catheter and place a new titanium and transfer set and dwell vancomycin 1gm intraperitoneal as prophylaxis.